Event description:
A follow-up with the customer rep revealed the pump came down from the floor with a note on it stating, "not working". The biomed found the pump had no audio during biomed testing. The biomed stated there was no report of pt injury or medical intervention.

Event description:
A follow up with the customer representative revealed the pump came down from the floor with a note on it stating, "not working" the biomed found the pump had no audio during biomed testing. The biomed stated there was no report of patient injury or medical intervention.